Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack due to the battery charger faults. The battery charger was returned to the supplier for further investigation. A supplemental MDR will be sent upon completion of the supplier investigation. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient was receiving battery charger faults .